Event description:
It was reported, the patient presented at the hospital due to shocks. Upon interrogation it was observed oversensing due to noise on the right ventricular (rv) lead resulted in inappropriate shocks. Provocative testing was performed and the noise was able to be reproduced. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Lead damage was suspected.